Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for the dilatation. During the procedure, the balloon ruptured after the first inflation at 6 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) medical center.